Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the endoscope reprocessor had the water filter not replaced in a long time. The issue was found during reprocessing. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection. The reportable malfunction was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The events are detectable by handling the product in accordance with the following instructions for use (IFU): oer-4 instruction operation manual "chapter 7 monthly or weekly tasks to be performed as necessary_7.2 replacing the water filter (maj-2318)" and "chapter 8 when an abnormality occurs." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.